Event description:
The customer reported via phone call that he had a couple of high blood glucose over the last couple of days. Customer stated that he had 1 or 2 days where he was becoming insulin resistant and was going high. Customer has talked to his doctor and they are working on his settings. Customer was also having trouble with his calibrations. Customer seems to be doing calibrations when he is not steady. Customer wakes up in the morning with a blood glucose of 120-200 mg/dl. Customer was also wearing the sensor on his chest. Customer has a lot of scar tissue, which is why he wears it in that area. Customer was receiving a lost sensor alert. Customer stated that the sensor usually loses connectivity with the sensor. Customer mentioned having differences between sensor glucose and blood glucose readings. Customer mentioned that his threshold suspend feature went off and he did not expect it. At the time, his sensor glucose was reading about 60 mg/dl, while his blood glucose was at 100 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.